Event description:
A letter from the device user's/wearer's lawyer stated the user fell in her wheelchair without depressing her personal help button. The letter alleges the neck cord to the personal help button became caught on the wheelchair, resulting in the wearer's death.

Manufacturer narrative:
The subscriber did not press her personal help button during the fall. Available information indicates there was no malfunction of the device. This appears to be a very unfortunate accident. This manufacturer is no longer manufacturing and distributing product.